Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and returned adc charging cable; no signs of damage was observed. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Performed a visual inspection on the returned power adapter; no issue was observed. Used load tester to test the power adapter voltage and was measured to be within specification range (4.75v-5.25v). The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly); no issues were observed. The reader battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification, which indicates that the reader did not have sufficient power to cause the reported damage. The returned reader was placed under a thermal camera and no hot spots were observed. There was no evidence observed that the reader was ¿too hot to hold". Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. It is unknown if the customer's device was too hot to hold during testing or while charging. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action (B)(4) was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. It is unknown if the customer's device was too hot to hold during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.